Manufacturer narrative:
The estimate was rejected by the customer and the device was scrapped.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the ventilator would not power on using ac power. The device's system board was replaced to address the issue.